Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter sc connector damage at explant. (B)(4).

Event description:
It was reported that there was an unknown product issue. They were unsure if there was an issue and there was a question if there was a possible kink. The actions required as a result of the event included explant and replacement. The product issue was not resolved and the cause of the issue was not determined. The patient had recent loss of drug effect and dose escalations were without effect. The patient¿s pump and catheter were explanted on (B)(6) 2014. The implanting physician and managing physician chose not to perform any troubleshooting prior to surgery. The implanter found csf dripping from catheter during surgical exploration and chose to replace the entire system due to uncertain cause of event. The logs showed no unexpected events. The patient¿s status at the time of event was alive ¿ no injury. The patient¿s symptoms were underdose symptoms and increased spasticity. The location of the issue or symptoms was unknown. It was reported 7 days later that there was no direct issue with the catheter noted. The patient¿s physician decided to replace after the patient was opened. A rotor study was not performed. At last report, the day after surgery, the implanter stated that the patient was getting more response. The pump was used to infuse gablofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.